Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they had a broken wire with their system. There were no patient symptoms reported with this event. The patient was implanted for radiculopathy and spinal pain.